Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported while infusing prismasol plus potassium phosphate (5000 ml) at a rate of 200ml/hr., a "check IV line" error displayed on the pump. The user attempted to switch the infusion to the three other channels attached; however, received the same error. The clinician obtained a new set of devices, and the infusion was restarted and infusing without issue for five (5) hours when the clinician stated a second series of "check IV" line errors occurred. The patient was on dialysis and the IV set is connected to the distal port, just below the dialysis machine of the dialysis line. The vent on the drip chamber was open. Two other infusions were running at the time without any issues. There was patient involvement but no harm. Per customer, the dialysis machines used at the time of the event were "new". The customer believes that the possible reason for the pump check IV set alarms are due to the new dialysis machines, as they were not having these issues before they started using the new dialysis machines. Customer stated that they are contacting the dialysis machine company to see if there is a known issue or a setting or something that could possibly contribute to negative pressure below the dialysis machine that could possibly be contributing to these events.

Manufacturer narrative:
Correction: unique device identifier (UDI) #. Added pi to the unique device identifier (UDI)# field.

Event description:
It was reported while infusing prismasol plus potassium phosphate (5000 ml) at a rate of 200ml/hr., a "check IV line" error displayed on the pump. The user attempted to switch the infusion to the three other channels attached; however, received the same error. The clinician obtained a new set of devices, and the infusion was restarted and infusing without issue for five (5) hours when the clinician stated a second series of "check IV" line errors occurred. The patient was on dialysis and the IV set is connected to the distal port, just below the dialysis machine of the dialysis line. The vent on the drip chamber was open. Two other infusions were running at the time without any issues. There was patient involvement but no harm. Per customer, the dialysis machines used at the time of the event were "new". The customer believes that the possible reason for the pump check IV set alarms are due to the new dialysis machines, as they were not having these issues before they started using the new dialysis machines. Customer stated that they are contacting the dialysis machine company to see if there is a known issue or a setting or something that could possibly contribute to negative pressure below the dialysis machine that could possibly be contributing to these events.